Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including diabetes ii, sub occlusion in the coronary artery and pulmonic cancer. There is no evidence to suggest an edwards manufacturing defect.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as 2018. Thus, (B)(6) 2018 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a 50-year-old patient with a valve model 11500a21 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and ten (10) months due to calcification leading to moderate to severe stenosis with increased gradients (mean gradient 77/50 mmhg; area/index 0,7 cm2). The valve started showing signs of failure one (1) month before intervention. The patient presented with dyspnea. A 23mm transcatheter heart valve was implanted within the surgical device. The patient was noted as to be in stable condition.